Manufacturer narrative:
The repair was ultimately canceled by the customer, and no further service actions will be performed. The device was returned per customer request and remains at the customer site. Should further evaluation or repair be requested, a new service order will be generated and processed through philips¿ standard complaint handling procedure.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the ¿proximal pressure line disconnect¿ alarm occurred frequently while the device was in use on a patient. It was reported that, upon nursing assessment during one occurrence, airflow was not being delivered. The device remained operational and was subsequently replaced with a different model ventilator as a precaution. The patient was transitioned to a reservoir mask. There was no delay in therapy or medical intervention reported other than the ventilator exchange performed in response to the event. The authorized service provider (asp) has assessed the device and confirmed that the circuit and tubing were confirmed to be securely connected, with no dislodgement observed. No water droplets were present inside the tubing. Functional testing of the returned device, including operation at CPAP 5 hpa and fio2 40%, revealed no abnormalities. The investigation is ongoing.

Manufacturer narrative:
An initial evaluation and running test were performed; however, the reported issue could not be reproduced. Review of the event logs did not identify any error history indicative of device malfunction. A full inspection of the device was conducted, and no abnormalities were observed. Service completion is pending customer approval of the quotation; the investigation is ongoing.